Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia monitor did not power up. The user transferred the pressure and temperature ports to the arterial monitor, so the system could be used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.